Event description:
It was reported that high out of range pacing impedances were observed on this right ventricular (rv) lead of this pacemaker. A lead safety switch occurred as a result, changing the programming from bipolar to unipolar. When reprogrammed to bipolar, the impedances were noted to be over 3000 ohms. Technical services (ts) recommended a lead replacement. This pacemaker and non-bsc lead remain in-service. No adverse patient effects were reported.